Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a venaseal to treat a lesion in the great saphenous vein. General anesthesia was used. Catheter lumen flushed prior to use. This was a case of a foreign-body granuloma that occurred at the right lower-leg puncture site of a patient who underwent cac for the gsv at another hospital in (B)(6) 2025. Surgical excision/resection was performed. After excision/resection, the granuloma was incised and when the inside was observed, multiple hard foreign bodies measuring several millimeters, thought to be fragments of cyanoacrylate, were present.